Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Patient selection (use in tricuspid valve). The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. The additional cds referenced will be filed under separate medwatch reports.

Event description:
This is filed to report the gripper actuation issue, elevated heart beat, and delay in the procedure. It was reported that this was a mitraclip procedure to treat degenerative tricuspid regurgitation (tr) with a grade of 4. The clip delivery system (cds) was advanced into the anatomy. While steering down to the tricuspid valve, it was observed that one of the gripper arms was down. The grippers were cycled, but only one gripper arm was responding. The clip was not implanted, and the cds was removed and replaced. During the procedure, the patient experienced an elevated heart beat; therefore, the patients pacemaker was shut off and the heart beat normalized. Another cds was used successfully. One clip was implanted, reducing the mr to 1. After the procedure, the pacemaker was turned back on. A clinically significant delay in the procedure was noted due to the elevated heart beat. On (B)(6) 2018 (two days post procedure), a trans-jugular intrahepatic portosystemic shunt (tips) procedure was performed. A guide wire was advanced through the tricuspid valve and inadvertently knocked the implanted clip off of the leaflets. The mr increased to 4. The clip was successfully snared and removed from the anatomy. Another mitraclip procedure will be planned at a later time. No additional information was available.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents reported from this lot. All available information was investigated and a definitive cause for the reported gripper actuation issue in this incident could not be determined. It should be noted that the mitraclip nt instructions for use states: the mitraclip nt clip delivery system is indicated for the percutaneous reduction of significant symptomatic mitral regurgitation (mr). Although it was reported that the mitraclip device was used on the tricuspid valve, the off-label use did not likely contribute to the gripper actuation issue. The reported arrhythmia appears to be a result of procedural conditions. The reported patient effect arrhythmia, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling.